Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to have perforated the heart wall. An invasive procedure was performed one day post implant. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product was discarded by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an echocardiogram was performed and confirmed a lead perforation.